Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter was on the needle tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, black particles were observed on the catheter near the tip. The black particles were identified as residual material from the manufacturing process. In order to reduce the potential for introducing foreign matter, cleaning is performed each shift and gowning policies are implemented. DHR review was performed on the lot number 6112795. The lot number was built on (B)(4), from may 24, 2016 thru may 27, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received one used iag 20ga unit in from the lot number 6112795. Microscopic examination showed black flecks of foreign matter on the catheter tubing near the tip. The fm measured approximately .20 square millimeters and 20 square millimeters. Conclusions: the defect as stated as the reported code was confirmed with the returned unit as related to the manufacturing process. The fm was identified as residual material from the manufacturing process .it is possible it could be shavings from tooling mixed with grease and other fm. 5s cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including (B)(4), which defines the bd gowning policy. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.